Manufacturer narrative:
One trupass needle was returned for evaluation. Visual assessment of the returned needle confirmed the reported breakage of the needle tip. The needle has broken at the suture pick-up slot. There are notable scratches along the outer concave portion of the needle. Weld is intact and needle demonstrated evidence of duraglide over the required length. No root cause related to the manufacturing process can be established. (B)(4).

Event description:
The tip of the needle broke inside the joint during passing of the suture. The tip was not to be found. The procedure was a rotator cuff repair. A backup device was used to complete the procedure. There were no patient injuries or complications noted at this time and no reported procedural delay. The patient was an elderly male whose post-operative condition was okay. Imaging is not available.